Event description:
This information was obtained through a literature review: it was reported that prior to an iliac angiogram with intravascular ultrasound, pre-close placement of the sutures was achieved of the right femoral artery (rfa) using a prostar xl device. After suture deployment through a 9-french sized access site, an intravascular ultrasound was performed. After the intravascular ultrasound, the knots from the prostar xl device were used to achieve hemostasis. Reportedly two days later, a severe stenosis was identified at the preclose access site caused by a backwall injury. After resection of the rfa prostar injury segment, a short 8-mm polytetrafluoroethylene graft was used as an interposition graft to bridge the distance. Sutures were taken directly through the exteriorized stent with excellent hemostasis. Angiography confirmed no leakage and an excellent distal pulse was noted. The patient had an unremarkable recovery and was discharged home on postoperative day four. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: 7-french destination; sheath: 5-french. Date of event estimated as date of publication, 04/08/2013. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Isaac george, gautam shrikhande, and mathew r. Williams. (Catheterization and cardiovascular interventions 82:e257 e261 (2013): stent exteriorization facilitates surgical repair for large-bore sheath complications.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.